Event description:
It was reported that the implant was removed due to bone loss and infection. A piece of bone attached to the implant at removal, surgery is ended with placing a graft. Tooth site #4.4 (fdi). Symptoms as a result of the event: pain. Edema. Inflammation.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. .e1: initial reporter¿s title is not provided / unknown.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number d9: device availability h2: if follow-up, what type h3: device evaluated by manufacturer h4: device manufacturer date h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data a summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Zimvie received one implant for evaluation. Visual evaluation was performed. No bone attached to implant. No malfunction identified. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors and inadequate treatment planning, however a definitive root cause could not be determined since a device malfunction did not occur. The reported event was unconfirmed following physical evaluation. Therefore, based on the available information, a device malfunction did not occur. No bone attached to implant.. The reported event was unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.